Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that blood was found in the helium line during balloon insertion. As a result, the user used a new catheter to complete the procedure. There was no report of patient complications, serious injury or death.

Event description:
It was reported that blood was found in the helium line during balloon insertion. As a result, the user used a new catheter to complete the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). The reported complaint that "blood was found in the helium line during balloon insertion" is confirmed. Sample was returned for investigation. The serial number recorded on the complaint report matches the serial number on the returned sample. The lot number recorded on the complaint report matches the lot number on the original packaging box and for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray. Returned with the sample were semi-finished kit components including short/long arterial pressure tubing, supplied data-scope inflation driveline tubing and semi-finished insertion kit; the returned semi-finished insertion kit was sealed and unused. A 30cc inflation driveline tubing was returned with the sample; the returned 30cc inflation driveline tubing was from an 30cc iabc semi-finished kit. No damage was noted to the returned components. Upon return, the original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. The arrow sticker was noted cut/ripped and a portion of the sticker was completely missing. This packaging sticker is not to be removed. The one-way valve was tethered to the short driveline tubing. The iabc bladder was noted re-inserted within the original packaging tray after the removal from the patient. The iabc bladder was removed from the original packaging tray; upon removal, the bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc. Dried blood was also noted within the helium pathway. Since damage to the "arrow" packaging sticker was noted, which indicates a potential that the catheter was not prepped per the instructions for use (IFU), an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0065in and was within specification of process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a cut on the iabc bladder, consistent with contact from sharp object was noted near the proximal end of the iabc bladder at approximately 27.2cm to 27.5cm from the iabc distal tip and could allow blood to enter the helium pathway. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that blood was found in the helium line during balloon insertion. As a result, the user used a new catheter to complete the procedure. There was no report of patient complications, serious injury or death.